Event description:
It was reported that the patient was taken to the emergency room due to poor physical condition. Output rate drop was noted on the pacemaker, and it was unable to be interrogated. The physician elected to explant and replace the device. The patient condition was unstable.